Manufacturer narrative:
The ge service rep found upon arrival the system would not boot, software corrupted. Customer had images on system that had not been sent to pacs so he did a "soft" reload of software. After reload system booted up normally, re-entered network config info and sent images to pacs. Troubleshot system to faulty ps3 power supply, should supply 12vdc to monitors, measured 2vdc. This is an intermittent issue with 10 reboots it happened several times. He replaced the ps3 power supply and the left monitor, rebooted system multiple times without issue. Re-installed system software doing "clean" reload. Also, pushed system into surgery rooms and verified operation, system operates as intended.

Event description:
The customer reported the system won't boot up and the monitors are black. No pt injury was reported.